Event description:
N/a

Manufacturer narrative:
(B)(4). The investigation was completed on 10/08/2014. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of >9.0 on a patient sample. There was no additional patient information available at the time of this report. Time method result k/ ica sampleunk I-stat >9.0 / 3.6 a30mins later I-stat 5.9/ 3.6 bunk lab cobas 5.6 /unk cthere were no injuries reported with this event. The customer states that the first sample was very difficult to draw and the sample was from an IV line. Based on the information available hemolysis could have potentially been a factor in the result of >9.0. The investigation is underway.

Manufacturer narrative:
(B)(4).